Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced an infusion set that did not deliver insulin while the patient was sleeping. The patient's glucose level increased to 420 mg/dl by continuous glucose monitoring and 430 mg/dl by fingerstick measurement. No emergency medical intervention was required. There were patient involvement and no reported patient harm. The reported issue resulted in an interruption of insulin delivery, leading to elevated blood glucose levels.